Manufacturer narrative:
(B)(4). Due to lack of information, including identification of the relevant strattice lot and other relevant clinical details, a relationship to strattice was not confirmed. Multiple attempts are being made to gather additional clinical information from the surgeon including relevant lot number information. Should additional information be reported, a follow up adverse event report will be submitted. Lifecell reports the event in an abundance of caution.

Event description:
It was reported that following strattice placement utilizing a bridge technique, the patient presented with significant bowel adhesions that required resection. (The specific procedure type was not clarified).